Manufacturer narrative:
(B)(4). This medwatch report was submitted in error. The issue reported occurred during a pre-delivery inspection prior to its release for distribution.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The ventilator is being returned to the manufacturer for further analysis.

Event description:
It was reported that, a 980 ventilator generated an inoperable diagnostic code. The ventilator was not in use on a patient at the time of the reported event.